Manufacturer narrative:
The lot number was provided. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that treatment was performed for a subarachnoid hemorrhage on a bi-lobe aneurysm. During framing of the lower lobe and re-positioning attempts, it was noted that the coil had detached. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. It was reported that the case went well. The patient is reported to be recovering from the sah.